Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and pump did not display any low power or shutdown alarms or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected for extended time and tested a different wall adapter without success, and technical support arranged shipment of replacement charging cable and wall adapter with follow-up planned, advising customer to use insulin pen if pump battery depleted before replacement supplies arrived.